Event description:
Reportedly, when the pt. Had pci procedure in 2012 to #2 of rca, guidewire breakage was occurred and the broken fragment was fixed by stent, vessel patency was recovered, however this event information was not provided to manufacturer. When coronary angiography was performed on (B)(6) 2015 for follow up inspection it was found that the part of the fixed fragment was extended in aorta, so that the extended portion was removed by a snare. Pt. Has been released from the hospital without adverse event. Physician commented that the fragment had been thought be firmly fixed by deployed stent, however the extension was found in the follow up procedure.

Manufacturer narrative:
Returned to manufacturer was only the elongated coil wire one piece or approx. 35mm, which was removed by snare on (B)(6) 2015. No other portion of the guidewire was available for investigation. Lot history review could not be conducted due to no log information available. Since products are all inspected in the production process for meeting the products specifications and shipping criteria, there is no indication of product defect. Based on the obtained information it is presumed that the guidewire distal end might be trapped in the target lesion, where excessive manipulation might be applied in attempt to bail out, resulting the accumulation of force and breakage of the guidewire due to the force which exceeded the products design limit.